Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 09/20/2016. Device returned to manufacturer ¿ yes. (B)(4). Device evaluation: the device was returned to the manufacturer. Visual inspection of the return sample shows the lens is damaged and incomplete, most probably to make explant possible. The complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a 18.5 diopter zlboo intraocular lens (iol) was explanted from patient's left eye due to change in diopter. The lens was exchanged with a +20.0 diopter zlb00 iol. No further information was provided.